Event description:
Pt was implanted with a synchromed pump and catheter on 01/12/1998 for delivery of medications to treat non-malignant pain. Info rec'd indicated that the pt had the pump and catheter explanted 10/22/1998 due to infection. Follow-up telephone calls to the healthcare professional seeking add'l info have not been returned.